Event description:
It was reported by a healthcare professional that the silent nite 3d device had the lower left anchor fractured off. Additional information received reported that the patient did not suffer any harm, injury or adverse outcome.

Manufacturer narrative:
The complaint device is in transit and an investigation will be performed. Following the conclusion of the investigation, a supplemental report will be submitted. Manufacturer reference: (B)(4).

Manufacturer narrative:
Correction: e1: "name and address". The manufacturer internal reference number is: (B)(4). .

Manufacturer narrative:
Additional information: d4, g2. The device has been received and the investigation has been completed. The results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack -no major crack was found, broken button. Delamination - layers were intact and did not separate. Discoloration - the device was not transparent. General cleanliness - the returned device appeared to have debris and foreign particles. It was observed that an anchor was broken off of the device. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Manufacturer reference: (B)(4).